Manufacturer narrative:
Related voluntary medwatch form received: mw5153178.

Event description:
Voluntary medwatch form received states: it was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported.